Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was noted hat two segments of the lead was returned (one segment was cut nine centimeters (cm) from terminal end and the other segment was cut about 50 cm from the electrode end). A resistance test was completed to assess lead electrical performance and conductor continuity. Measurements throughout this test was within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this rv lead exhibited low out-of-range pace impedance measurements (140 ohms) and no tissue capture when in the bipolar configuration. Subsequently, a revision procedure was scheduled to address the suspected lead deterioration. At the revision procedure, the out-of-range pace impedance (140 ohms) was measured with the pacing system analyzer (psa). This rv lead was explanted and replaced. No additional adverse patient effects were reported.